Manufacturer narrative:
(B)(4

Event description:
It was reported the patient ((B)(6)) experienced a loss of stimulation utilizing one of the drg leads. Reprogramming was unable to resolve the issue. X-rays did not indicate a lead fracture. Surgical intervention was undertaken and the lead was explanted and replaced. Postoperatively, the patient reported effective therapy.